Manufacturer narrative:
The srom arthropor ii acetabular cup with polydial constrained acetabular insert with constraining ring were received dissassembled and with the ring fractured. Both the cup liner and the constraining ring suffered wear and deformation damage from impingment by the femoral hip. The devices had been subjected to dislocation in 1996 followed by a closed reduction which is not recommended for constrained liners. The device dislocated again in 1997. Another closed reduction was attempted, but it was unsuccessful and the devices were revised. Dislocation, closed reductions, and femoral impingement all could have been contributory to failure. No material or mfg defect were evident. At this time, jjpi considers this file closed.

Event description:
Pt dislocated hip in 1996 and treated with a closed reduction. The pt has had a history of fall since her closed reduction, and again dislocated her hip on 7/13/97. Revision surgery found the liner disassociated from the shell and liner's constraining ring broken. All components were removed at that time.